Manufacturer narrative:
The product referenced in this report was returned to the company for evaluation. The investigation confirmed the users report, and found a non-olympus xenon lamp improperly installed in the device. The device also indicated that the light source was beyond the recommended service interval. Further, there was evidence of damage to the electrical connector for the endoscope which may have contributed to this report.

Event description:
The user facility reported that there was significant fading of the image during a procedure on more than one occasion. On at least one occasion, the users needed to complete the procedure with a different, but similar device. There was no patient injury reported.